Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported events of delivery system difficult to advance, stent failure to deploy and handle break were not able to be confirmed. The stent was not returned, only the the delivery system has been returned, and no issues were found on the handle. The inner sheath was found kinked. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. It is possible that the kink found on the inner sheath occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Device technical analysis: an electrocautery-enhanced delivery system was received for analysis. The stent was not returned, only the delivery system was returned. No issues were found on the handle. The inner sheath was returned kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted transduodenal to treat pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician reported that the axios stent had heavy resistance when deploying the first flange and the handle broke. Additionally, the physician removed the stent from the scope and tried a new axios stent (subject of this report) but had the same outcome. The stent was removed fully covered by the outer sheath and the procedure was able to be completed by using another of the same device (3rd stent). There were no patient complications reported as a result of this event.